Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked at an unspecified location of the filter of the tubing set. No info was provided if the leak occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The info on the reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reported upon query by hospira personnel.